Event description:
While wearing the external equipment, the pt reportedly had no sound perception. The pt was seen at center for device eval. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.